Manufacturer narrative:
Neither the catheter piece nor the product will be returned for eval. A lot number and/or a confirmed product code was not provided for investigation. Out of focus photographs of a catheter tip piece were rec'd from a visit by a kimberly-clark sales rep to the user facility. From the photographs, the piece was approx 3 inches in length and contained a black tip mark at the catheter tip and one side hole was visible. The catheter tip piece resembled that of a neonatal trach care catheter. However, we cannot confirm this was from a ballard medical product. When a piece of a catheter is found in a lung, it is typically caused by an end user error when trimming the endotracheal tube and neglecting to fully withdraw the suction catheter. For ballard medical closed suction products, there is a boxed, highlighted warning statement within the directions for use "fully withdraw trach care catheter before cutting endotracheal tube otherwise the catheter may also be cut". No conclusion can be drawn.

Event description:
A user facility medwatch report (MDR) was rec'd from the FDA 04/16/07. The MDR stated that a catheter piece was extracted from a premature intubated infant's lung. The pt subsequently expired. The infant had preexisting medical conditions. Ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.